Event description:
It was reported that the device had possible premature battery depletion. The patient heard the patient alert alarming and when the device was interrogated, it was at end of service (eos). The device has been 100% bi-ventricular pacing since implant, and had been set to high lv output settings (8v, 1.2ms) due to high lv threshold. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The device was projected to have met 61% of its expected longevity. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We also received performance data collected from the device and have analyzed the data. Analysis results confirmed that battery depletion was indicated. Elective replacement indication (eri) was recorded on (B)(6) 2010 with a low battery voltage patient alert.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device had possible premature battery depletion. The patient heard the patient alert alarming and when the device was interrogated, it was at end of service (eos). The device has been 100% bi-ventricular pacing since implant, and had been set to high lv output settings (8v, 1.2ms) due to high lv threshold. The device was explanted and replaced. No patient complications were reported as a result of this event.